Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a dental procedure where putty was placed into an extraction socket. The surgical site was finished with primary closure. 7 days post-op, the patient returned to have the sutures removed. Two weeks post-operatively, the patient presented with a fistula with drainage; the doctor opened the site, debrided the coronal part of the socket from the graft material, rinsed and reclosed the area. The healing is currently "in progress."